Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced stimulation and chest pain. The patient was brought into the clinic in which rv loss of capture, noise and a drop in amplitudes was observed. The noise was not being oversensed. The patient underwent a rv lead revision procedure. The lead remains in service. No additional adverse patient effects were reported.